Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-29 h.6. Investigation summary customer returned (38) unused/sealed 31x5mm bd pen needles from lot 9114901. Consumer reported that non patient end is bent and insulin leaked from site. 30 out of the 38 returned pen needles were examined, then tested for flow using a test pen injector: all 30 pen needles were able to expel properly, and no leakage was observed. Next, these 30 samples were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0103 good sample 2 good/good 0.0103 good sample 3 good/good 0.0103 good sample 4 good/good 0.0103 good sample 5 good/good 0.0103 good sample 6 good/good 0.0103 good sample 7 good/good 0.0103 good sample 8 good/good 0.0103 good sample 9 good/good 0.0103 good sample 10 good/good 0.0103 good sample 11 good/good 0.0103 good sample 12 good/good 0.0103 good sample 13 good/good 0.0103 good sample 14 good/good 0.0103 good sample 15 good/good 0.0103 good sample 16 good/good 0.0103 good sample 17 good/good 0.0102 good sample 18 good/good 0.0102 good sample 19 good/good 0.0102 good sample 20 good/good 0.0103 good sample 21 good/good 0.0103 good sample 22 good/good 0.0103 good sample 23 good/good 0.0103 good sample 24 good/good 0.0103 good sample 25 good/good 0.0103 good sample 26 good/good 0.0103 good sample 27 good/good 0.0103 good sample 28 good/good 0.0102 good sample 29 good/good 0.0103 good sample 30 good/good 0.0103 good all 30 tested pen needles tested within specification. No evidence of manufacturing defect was observed. No defects on the tested samples were observed, therefore, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use insulin leaked with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that .insulin leaked from site.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use insulin leaked with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that insulin leaked from site.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use insulin leaked with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that insulin leaked from site.